Event description:
It was reported through clinic notes received on (B)(6) 2012 that the patient had high impedance upon interrogation of her vns device on (B)(6) 2012. It was noted that the patient was last seen on (B)(6) 2012. The patient had been experiencing pain and soreness over the chest during stimulation which started on (B)(6) 2012 when the patient went to the ER because she was experiencing burning in the neck. On (B)(6) 2012 it was stated that the patient had a fall approximately 1 week prior and the physician was uncertain if it was related to the patient's pain. At that time the patient described "mouth vibrations", chest pain near the generator radiating to her teeth head and arm with electrical qualities. Per the physician, an x-ray at that time did not show any gross lead fractures. On (B)(6) 2012 the pain was said to radiate to ear when the device stimulates and it was stated that the patient had discomfort when lifting her left arm. When the device was disabled the discomfort was gone. It was also indicated that the magnet had become more painful recently. Additionally it was noted that the patient had been experiencing an increase in seizure frequency. It was indicated that the patient usually experiencing 4-5 seizures per month when sleepy, however she had started experiencing 2-3 per month during the day as well as an increase in staring spells. The patient was referred for and underwent a full revision on (B)(6) 2012. A review of available programming history for the patient's generator was performed and diagnostic results in (B)(6) 2012 were within normal limits. Attempts for additional information and product return are in progress.

Event description:
An implant card was received on (B)(6) 2013 indicating that the reason for the replacement was due to an adverse event. The impedance from the date of surgery was not provided. Per the hospital's policy the hospital will not return explanted devices without a signed consent form and the patient, however the physician's will not ask for the signed release; therefore the product will not be returned. Attempts for additional information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received which indicated that the voice alteration was occurring with stimulation, there were no change in medication, and the increased impedance was seen on the vns device diagnostics, but there were no visible lead fractures in x-rays. There was no patient manipulation or trauma that might have caused the lead impedance. After the full revision the patient's seizures are now gone. The patient's settings on (B)(6) 2013 are output current= 0.25 ma/ frequency= 15 hz/ pulse width= 130 usec/on time= 30 sec/off time= 3 min / magnet output current= 0.5 ma/ on time= 60 sec/ pulse width= 250 usec. The device history report for the 302-20 sn (B)(4) was reviewed. No unresolved non conformances were found.